Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
A microcatheter was uneventfully positioned across the neck of the left anterior communication (acom) aneurysm. However, severe resistance was encountered while the stent was advancing through the tortuous carotid siphon of the internal carotid artery (ica). The physician decided to remove the stent. Resistance was felt while the physician was pulling back the stent and the stent prematurely deployed in the microcatheter. There was no clinical consequence to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device was returned within the introducer sheath and the stent was returned within its deployed state. There were no anomalies noted to the deployed stent or the stent delivery wire. A functional test was unable to be performed as the stent had been deployed; however, the stent delivery wire moved freely within the introducer sheath. The investigation concluded that it is likely that the patient¿s reported tortuous anatomy contributed to the difficulty advancing during the clinical procedure and that the stent became deployed in error during an attempt to re-sheath it; therefore, an assignable cause of operational context will be assigned.

Event description:
A microcatheter was uneventfully positioned across the neck of the left anterior communication (acom) aneurysm. However, severe resistance was encountered while the stent was advancing through the tortuous carotid siphon of the internal carotid artery (ica). The physician decided to remove the stent. Resistance was felt while the physician was pulling back the stent and the stent prematurely deployed in the microcatheter. There was no clinical consequence to the patient.